Event description:
Lens is too thick, took dr 20 to 30 minutes to remove lens from pts eye. Eye was injured. Reporter did not know what type of injury. Reporter said co would need to speak to dr. 11/12/1998 dr reports lens is the thickness of three lenses. It took him twenty to thirty minutes to remove lens, resulting in corneal abresion. Abrasion cleared in three days. Dr used polytrem for the abrasion. Dr has seen pt for follow up. Eye is completely healed. Dr expects no complications. Dr reports that if there had not been medical intervention, there could have been permanent injury. 11/16/1998 lens rec'd. Analysis shows lens is defective in that the thickness is out of specification. 11/17/1998 contacted dr, he says pt is fine. He expects no complications. Case has been closed and all issues have been resolved.